Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the device. The manufacturing record was reviewed with no irregularities. These types of tissue pad damage and error are most likely related to the operator¿s technique. Based on the past similar cases, it is known that the tissue pad is worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The probe contacted with the metal part of the jaw due to the severe worn of the tissue pad. Consequently the error occurred. The instruction manual of the subject device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject devices were used during an uncertain procedure. After 2 hours of use, the generator indicated an error to change the device. The device was swapped to another generator, but the same error message occurred. The tissue pad of the device was severely worn. The procedure was completed using a similar device. There was no patient injury reported.